Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was able to charge the pump with an alternate cable. Replacement cable was sent to customer. Additionally, it was reported that an occlusion alarm occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Customer's blood glucose value was 274-280 mg/dl.